Event description:
Spontaneous call from patient stating that she was trying to inject her medication yesterday and the device was defective. She stated it spilled everywhere. Unknown lot number and expiration. Unclear if dose missed. No side effects reported. Unsure if pen is available to return. Reported to (B)(6) by: patient/caregiver.